Manufacturer narrative:
Correction, h6 health code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned device shows clear breakage, primarily concentrated at the tip of the driver. The damage pattern strongly suggests that the hexagonal screwdriver was repeatedly exposed to significant torque forces applied at an off-axis angle. In addition, multiple corrosion spots are evident both on the surface and within the material, likely penetrating through micro cracks. This is consistent with long term use of the device, involving repeated cleaning and sterilization cycles. The fracture has resulted in multiple broken pieces, indicating a brittle failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indication of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The event was caused due to repeated application of high, off axis torque that generated localized stress concentrations at the hex interface, initiating micro cracks that propagated under cyclic loading. Over time, corrosive ingress through these cracks exacerbated by repeated cleaning and sterilization cycles. Accelerated crack growth and reduced material toughness, culminating in a brittle, multipiece fracture. If more information is provided, the case will be reassessed.

Event description:
During a reversed shoulder replacement case with the perform reversed system, as the surgeon was tightening the screw of the glenosphere into the baseplate, the tip of the screwdriver broke inside the glenosphere. The surgeon could recover 3 pieces, which was believed to be all pieces. If there would have been any other pieces, those were according to the surgeon suctioned away. A postoperative xray didn't show any residual pieces inside the patient. There was no need for replacement device since it was the final turn of the fixation with the screwdriver.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During a reversed shoulder replacement case with the perform reversed system, as the surgeon was tightening the screw of the glenosphere into the baseplate, the tip of the screwdriver broke inside the glenosphere. The surgeon could recover 3 pieces, which was believed to be all pieces. If there would have been any other pieces, those were according to the surgeon suctioned away. A postoperative xray didn't show any residual pieces inside the patient. There was no need for replacement device since it was the final turn of the fixation with the screwdriver.